Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0nfax, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va0nfax , implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient had their leads explanted on date notified. It was stated that the wires were exposed in the patient's neck before the extensions and battery were re-implanted. Cultures of the device were sent to pathology, with the patient admitted to the hospital and given IV antibiotics, resolving the issue. It was also noted that the patient had their extensions and battery explanted about six months prior to date notified due to infection, with the infection resolved. The patient was scheduled for surgery on date notified to re-implant the extensions/battery and reconnect them to the leads. Upon examination of the patient's neck the healthcare professional (hcp) noted the exposed wires coming through the skin, so the decision was made to explant the leads and prevent infection. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.